Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The bed will not stay locked and states the bed's wheels will roll when he gets in and out of the bed.